Manufacturer narrative:
This report is submitted on october 23, 2020.

Event description:
Per the clinic, the patient experienced an infection on the implant body. The device was explanted on (B)(6) 2020. Reimplantation is planned but has not taken place at the time of this report.